Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my hysterectomy in (B)(6) 2014') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma ("uterine fibroids") and experienced endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst") and allergy to chemicals ("I had allergy to alcohol with essure"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the medical device removal, uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst and allergy to chemicals outcome was unknown. The reporter considered adenomyosis, allergy to chemicals, endometriosis, medical device removal, ovarian cyst and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media: uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst, alcohol allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event : had my hysterectomy in (B)(6) 2014 were added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), allergy to chemicals ("I had allergy to alcohol with essure"), mood swings ("mood swings"), amenorrhoea ("I went like 6 months at one point with no period"), swelling ("swelling"), primary headache associated with sexual activity ("sex headache with essure") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("uterine fibroids") and weight decreased ("I lost 30 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the abdominal pain, uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst, allergy to chemicals, mood swings, amenorrhoea, weight decreased, swelling and primary headache associated with sexual activity outcome was unknown and the urinary tract infection had resolved. The reporter considered abdominal pain, adenomyosis, allergy to chemicals, amenorrhoea, endometriosis, mood swings, ovarian cyst, primary headache associated with sexual activity, swelling, urinary tract infection, uterine leiomyoma and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received. New events sex headache and uti were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), allergy to chemicals ("I had allergy to alcohol with essure"), mood swings ("mood swings"), amenorrhoea ("I went like 6 months at one point with no peroid") and swelling ("swelling") and was found to have uterine leiomyoma ("uterine fibroids") and weight decreased ("I lost 30 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the abdominal pain, uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst, allergy to chemicals, mood swings, amenorrhoea, weight decreased and swelling outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to chemicals, amenorrhoea, endometriosis, mood swings, ovarian cyst, swelling, uterine leiomyoma and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), allergy to chemicals ("I had allergy to alcohol with essure"), mood swings ("mood swings"), amenorrhoea ("I went like 6 months at one point with no period") and swelling ("swelling") and was found to have uterine leiomyoma ("uterine fibroids") and weight decreased ("I lost 30 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the abdominal pain, uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst, allergy to chemicals, mood swings, amenorrhoea, weight decreased and swelling outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to chemicals, amenorrhoea, endometriosis, mood swings, ovarian cyst, swelling, uterine leiomyoma and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: newly added events- weight decreased, swelling nos, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('cramps'), in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), endometriosis ("endometriosis"), adenomyosis ("adenomyosis"), ovarian cyst ("ovarian cyst"), allergy to chemicals ("I had allergy to alcohol with essure"), mood swings ("mood swings") and amenorrhoea ("I went like 6 months at one point with no peroid") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (hysterectomy). Essure was removed in 2014. At the time of the report, the abdominal pain, uterine leiomyoma, endometriosis, adenomyosis, ovarian cyst, allergy to chemicals, mood swings and amenorrhoea outcome was unknown. The reporter considered abdominal pain, adenomyosis, allergy to chemicals, amenorrhoea, endometriosis, mood swings, ovarian cyst and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: (B)(4), proceed together: social media received. Previously added event medical device removal was replaced to new event cramps. New event added: mood swings. Reporter was added. On (B)(6) 2020: (B)(4) ,proceed together: social media received. New event I went like 6 months at one point with no period was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.